Event description:
Re: cook celect ven cava filter (B)(4) lot 2489282. The incident happened at (B)(6) hospital in (B)(6) on (B)(6) 2020. The filter was being put in the vena cava and failed to open. The filter traveled up thru the heart and went to the distal part of the lung. Patient died of a pulmonary embolism. On autopsy, there were blood clots formed around the filter in the lung. I received the maude report on the filter thru the right to know act. This incident was not in the report. I am complaining that this was not reported as a medical device failure.